Manufacturer narrative:
The customer confirmed that they would not be sending the unit to physio-control for servicing. The customer had determined that their ac power adapter was not functioning properly and resolved the reported issue by ordering a new one. The customer's device and/or the ac power adapter were not returned to physio-control for an evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device will not power on. There was no patient use associated with the reported issue.